Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor would not power up when the machine was turned on. The user reported the display screen went blank, but would return after the device was turned off then back on again. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.